Event description:
Caller alleged discrepant troponin (tni) results for one pt. Results as follows: pt presented to ed 3 days ago with chf and was diagnosed on (B)(6) 2012 as having had an mi. Additional tni results were also provided. Site has implemented a policy of repeating testing on any sample that gives an initial tni greater than or equal to 0.05. The 0.05 is their cutoff to identify normals. Site has flagged all tni results greater than or equal to 0.05 as critical.

Manufacturer narrative:
Investigation pending.